Event description:
When removing the coil due to incorrect size selection, during the re-sheathing process, when pulling the orange zipper away from the blue stopper a lot of resistance was encountered. Therefore, the sheath was given a slight tug and the orange zipper snapped from the blue stopper dislodging the blue stopper from the introducer sheath. The coil of the returned device was found to be stretched. It was reported that the coil system was prepared as per protocol and delivered through the echelon 14 microcatheter to the carotid terminus aneurysm prior to the event.

Manufacturer narrative:
A review of the mfg documentation associated with final assembly lot 13470565 and the delivery tube assembly lot 14001484 revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established mfg requirements including inspection results test. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. The hypotube and support coil presents with several kinks. The introducer was partially zipped; the zipper was stuck. The embolic coil was still attached to the gripper with stretched and kinked sections. The gripper was twisted. The stopper was separated from the introducer and was located on the embolic coil. Stopper was inspected under microscope and presented no anomalies. It is observed that the introducer presents with evidence that the stopper was previously glued on the introducer. An attempt to re-zip the introducer was unsuccessful due to the kinks on the hypotube. The reported re-zipping difficulty and separation of the stopper from the delivery tube was confirmed. With functional analysis, the inability to re-zip the introducer was done to the kinks on the hypotube. Because it was reported that the difficulty occurred during re-zipping which is a reversal of the steps taken to un-zip during initial coil introduction. If the condition that prevented re-zipping were present on the product as received, there would have been difficulty un-zipping. Based on the analysis and the available information, although no conclusion can be made, it appears that procedural factors and kinking of the hypotube contributed to the resistance encountered when sliding the zipper. Based on the analysis and evidence of the stopper having been glued on the introducer, it appears that handling and the slight tug when resistance was encountered contributed to the dislodgement of the stopper. There was no report of the stretched condition of the coil found on the returned device and it is not known when this occurred as related to the procedure. It is possible that procedural handling or post procedure handling of the device contributed to the stretched coil. Neither the analysis nor the device history record review indicates that the events are related to the device design or manufacturing process; however, procedural factors appear to have impacted the events.